Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was going through radiation treatments. Customer was told by the trainer to do a dual bolus at 20% and 80 % over 30 minutes. Customer's blood glucose was 410 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.